Event description:
During the treatment of an avm, friction was encountered during coil deployment and positioning. The coil swelled within the catheter and prematurely detached from the delivery pusher. The coil and microcatheter were removed together successfully using a snare. No harm was reported. The pt was fine following the procedure.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as it was not available for return. It can't be determined definitively, however, the most likely cause is that the reposition time was exceeded per the IFU. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.